Event description:
Vessel sealer stopped functioning as designed with the blade failing to fire and cut the intended tissue. A 2nd vessel sealer was opened and the procedure was completed with only a minor pause as the instruments were swapped. No patient harm resulted.